Manufacturer narrative:
Additional information: no information was available regarding the activation cycles. The initial reporter stated that it is not possible to determine the activation cycles afterwards. We have also received the information that the cqms was activated and there was no alarm during the surgery. It was also specified that the treatment after the first two days was repeated in the same way till the patient was dismissed. The wound had mostly healed by then. It is conceivable that the diabetes of the patient might have contributed to the event. However, there is no evidence to support such a conclusion. No final conclusion can be drawn as to what has caused the skin burn.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. No info was provided regarding the activation cycles. We are inquiring about this and the treatment after the first two days. No conclusion can be drawn so far as to what has caused the skin burn. We will provide a follow-up report once we receive add'l info.

Event description:
On (B)(6) 2015, a 27 minute shoulder arthroscopy surgery was performed at (B)(6). A monitoring dispersive electrode (model wr21) and a rem equipped erbe v10 300d were used. The patient was described as a diabetic and slim w/normal dry skin. The patient was lying in beach chair position. The dispersive electrode was placed on the left thigh. It was reported that no hair was underneath the electrode at the placement site and the electrode was adhering well to the patient skin. The patient skin was not cleaned, shaven, dried, disinfected and no ointment had been used. The generator output was described as cut "effect 4 (max 150w)" and coag "forced coag effect 4 (max 110w)". After the procedure, one blister of app. 30x20mm was detected underneath the dispersive electrode. It was described that the burn occurred at the boarder from the gel to the adhesive tape, located in the opposite side of the connecting tab. The injury was characterized as "blistering + second degree burn". The injury was treated w/different dressings and compresses at least on the two days following the surgery.